Event description:
On (B)(6) 2013, a territory manager contacted animas stating that the patient experienced an adverse event after an infusion set change prior to bedtime. The patient was reportedly found the next morning and had been seizing and was hypoglycemic. The patient was reportedly taken to the hospital and placed on a respirator. The patient was reportedly off the respirator at the time of contact with animas. Customer technical support followed up with the patient¿s family and the reporter did not want to provide information at that time. The reporter stated she did not know how low the patient¿s blood glucose (bg) was at the time of the reported seizures as she did not want to take the time to check. The patient was reportedly given glucagon and the pump was removed, and an ambulance was called. At the time the ambulance arrived, the patient¿s bg reportedly tested at 62mg/dl, then was up to 80mg/dl, and upon arrival at the ER the patient¿s bg was 170mg/dl. The pump had reportedly been reviewed by the patient¿s md the previous week and was found to be functioning normally, and the reporter stated she reviewed the pump and found no malfunction. The reporter clarified that only the cartridge had been changed the night prior to the reported seizures and the infusion set had not been changed. The pump reportedly primed without issue during the cartridge change, and the patient was reportedly disconnected for the cartridge change. At the time of initial follow-up the patient had reportedly been back on the pump for 48 hours without further issue. The reporter was unable to complete additional troubleshooting at the time of initial follow-up. The reporter called back on (B)(6) 2013, to provide infusion set information but was again unable to troubleshoot the pump at that time. She stated the patient is on the pump with no further issues, but then also requested the pump be replaced. On (B)(6) 2013, the reporter called back in response to customer technical support attempts to complete troubleshooting. The reporter confirmed that the reported seizure occurred on (B)(6) 2013 and it was undetermined whether it was caused by low bg or high bg. The patient was reportedly given versed in the ambulance and stopped seizing. The reporter stated that the patient seized again in the hospital after bg was over 180mg/dl. The patient was reportedly intubated after seizing recurred and was transported to another hospital. The patient was reportedly kept in the hospital until (B)(6) 2013; the patient started back on the pump on (B)(6) 2013. The reporter re-iterated that the patient remains on the pump without further issue. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct. The reporter noted that the endocrinology team had also reviewed the pump and felt the pump was functioning appropriately, but had encouraged her to contact animas cts for troubleshooting. The reporter stated they would have not put the patient back on the pump if they thought there was anything wrong with it. The pump is not being replaced at this time and the patient has continued insulin pump therapy. A definitive cause for the reported incident was not reported. This complaint is being reported because the patient allegedly experienced seizures of unknown cause that may have been related to blood glucose levels and required medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. The pump has not been requested for return, as the patient has continued insulin pump therapy without any issues. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.